Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unk procedure, the tissue pad of device was broken. A new like device was used to complete the procedure. No pt consequence reported.